Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a system error 345 alarm was not reproduced. A review of the event history log revealed multiple 'system error 345' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Evaluation inspected the device but did not observe any symptom or potential causes of the reported problem. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.